Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #5 r-cem; cat# 5510f502; lot# clc7p; triathlon prim cem fxd bplt #5; cat# 5520b500; lot# crb7a; triathlon symmetric x3 patella; cat# 5550-g-360; lot# 9phv. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Not returned to the manufacturer.

Event description:
Procedure: patient underwent primary tka 2/28/2018 and underwent irrigation and debridement with liner exchange (B)(6) 2018.